Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and customer¿s current blood glucose level was 225 mg/dl. The customer was advised to perform a 5.0 unit fixed prime and the customer stated that the insulin did not exit and pump alarmed no delivery. The reservoir will not be returned for analysis. Frn:reservoir 3ml mmt-332a, unomedical.inf.set.